Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer was getting no delivery errors on the insulin pump. Customer was driving when he got the first no delivery alarm. Customer had a no delivery alarm when he was trying to give insulin last night. Caller stated that the customer had about 5 of them. Customer had a total of 13 no deliveries. Customer's blood glucose was 552 mg/dl at the time of the incident. Customer's current blood glucose is 442 mg/dl. Customer corrected with the pump and shots. Caller stated that they have contacted the customer's health care provider regarding his high blood glucose readings. Caller stated that the insulin is clear and the customer changes sites often. Caller declined to check for possible site or insulin issues. Customer was advised to do a complete set change. Customer will be sent samples of different types of infusion sets.